Manufacturer narrative:
All buttons function properly. No ramping numbers noted on the display. However corroded keypad traces noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
A keypad anomaly was reported on the customer's insulin pump. It was reported that the issue began during a bolus attempt. The customer's blood glucose value was 168 mg/dl. It was reported that the insulin pump was replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.